Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen was black, and the station was down. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) university. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer inspected the device and reset the tripped ground fault circuit on the industrial extension cord, restoring power to all devices. The station and refrigerator powered on, and the escort verified drawer access. Circuit on the industrial extension cord, restoring power to all devices. The system functioned as intended after the field service engineer repaired the device.